Event description:
Customer reports a false positive hcg result. The same sample was retested on another instrument with a negative result. Due to these conflicting results a surgery was canceled.

Manufacturer narrative:
MFR has requested collection of the instrument and reagent for investigation. MFR received, serviced and cleaned the instrument and instrument functioning per specification.